Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, due to this a lead safety switch was triggered. Additionally, loss of capture was observed. A lead fracture was determined to be the cause of the issue. The physician opted to replace the rv lead. The rv was destroyed during the explant procedure, leaving a portion implanted. This lead is not expected to return. No additional adverse patient effects were reported.